Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 of xhibit telemetry central displays freezing. The xhibit central station is requiring a system reboot often for resolution of display issue. No injury was reported.

Manufacturer narrative:
The xhibit monitors were received at spacelabs¿ equipment service center for evaluation. The reported problem could not be duplicated; however, the hard drive was replaced with an upgraded version and the software was reinstalled on the devices. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
The event reported under 3010157426-2018-00068 had a supplemental report that showed report number of 6 in g6. G6 should have indicated that it was follow up report number as 1.